Event description:
It was reported that patient experienced a possible infection and pain at the ipg site. As a result, the patient was administered antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.